Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device was monitored for 1 day. No unexpected pump error or pump alarm noted. However, unit had unexpected failed battery test alarm after the test battery was inserted due to corroded battery tube. Device uploaded properly using carelink. Device had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by the customer's spouse that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 14 mg/dl at the time of the incident. The customer was given glucose to treat. The customer experienced symptoms such as confusion. The customer was wearing the insulin pump during the incident. The caller believes the pump malfunctioned. Troubleshooting was not completed as the caller declined. The insulin pump will be returned for analysis.